Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, the battery gauge was fluctuating and taking a long time to charge. Reportedly, the pump also reset unexpectedly, and declared an unspecified alarm. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information and declined troubleshooting.